Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot review was performed without any issues noted.

Event description:
The customer reported plum set was leaking chemotherapy out of the 0.2um filter filter. There was unknown patient involvement, no report of an adverse event, no report of medical intervention or delay in critical therapy.